Event description:
The customer reports that there is a longitudinal split near the hub. Medwatch (uf/importer report# (B)(4)) - information: "line successfully flushed and positive for blood return. Line flushed with power injector for CT scan. Pressure indicator alerted. Patient complained of pain. No blood return and lump noted near central line insertion site. Catheter was exchanged on (B)(6) 2019 and found to have longitudinal split near hub".

Manufacturer narrative:
Qn# (B)(4). The customer returned a pr-35052-hphnm PICC catheter for investigation. The catheter distal end appeared to have been intentionally cut off (based on the smooth edges of the point of separation). The catheter showed signs of use in the form of biological material and suture string on the juncture hub. Visual and microscopic examination of the catheter revealed a vertical slit in the catheter body below the juncture hub. The catheter body material around the slit appeared stretched and thin when compared to the rest of the catheter body. The appearance is consistent with a rupture caused from excessive pressure. In addition, a bend/kink in the catheter body was found below the slit. Bends such as the one examined can disrupt the patency of the catheter and increase the pressure applied to the lumen, causing the lumen to burst. The slit in the catheter body was located approximately 7-11 mm from the distal end of the juncture hub. The kink in the catheter body was located approximately 26 mm from the distal end of the juncture hub. The cat heter body outer diameter was measured and was found to be within specification. The two extension lines were flushed with water using a 10ml lab inventory syringe to functionally test the lumens. The distal extension line functioned as expected when flushed and no leaks were observed on the catheter body. The catheter body leaked from the slit found during visual examination when the proximal lumen was flushed. A lab inventory nitinol spring-wire guide (swg) was advanced through the proximal and distal lumens. The swg was able to advance through both lumens with no issues. A device history record review was performed on the catheter, including the catheter body, and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product notes that the maximum pressure of pressure injector equipment used with the pressure injectable PICC may not exceed 300 psi. The maximum pressure injection flow rate for the proximal lumen of this catheter is 5 ml/sec. The IFU also cautions the user to "ensure patency of intended pressure injectable lumen of catheter prior to pressure injection to reduce the risk of catheter failure" and provides the user with specific instructions for maintaining catheter patency. The IFU also states to continuously monitor indwelling catheters for the following: desired flow rate, security of dressing, adherence of stabilization device to skin and connection to catheter, correct catheter position. Use centimeter markings to identify if catheter position has changed." The customer did not provide the psi or flow rate used while using this catheter. The customer report of the catheter body rupturing in use was confirmed through visual inspection of the returned sample. Visual inspection identified a rupture hole in the catheter body near the juncture hub. The appearance of the damage was consistent with damage resulting from over pressurization of the catheter during use. A bend was also found in the catheter body below the rupture point. Bends such as the one examined can disrupt the patency of the catheter and increase the pressure applied to the lumen, causing the lumen to burst. The instructions-for-use (IFU) provided with this product notes that the maximum pressure of pressure injector equipment used with the pressure injectable PICC may not exceed 300 psi. The maximum pressure injection flow rate for the proximal lumen of this catheter is 5 ml/sec. The IFU also provides detailed instructions on maintaining catheter patency during use. Based on the condition of the returned sample and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device indicates a catheter body rupture.

Event description:
The customer reports that there is a longitudinal split near the hub. Medwatch (uf/importer report# (B)(4)) - information: "line successfully flushed and positive for blood return. Line flushed with power injector for CT scan. Pressure indicator alerted. Patient complained of pain. No blood return and lump noted near central line insertion site. Catheter was exchanged on (B)(6) 2019 and found to have longitudinal split near hub".